Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states there was a crack on the screen and darkened part which blocks a part of the pump's screen. Troubleshooting was performed for damage and noticed the crack from upper right part of the screen. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.